Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being updated on this follow-up # 01 MFR report: 1. Patient code. Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly had bends in the distal polymer section. The embolization coil was detached from its pusher assembly. Conclusions: evaluation of the first returned ruby coil revealed that the pet lock was intact and the embolization coil was detached from its pusher assembly. If the device is forcefully retracted against resistance and the pusher assembly elongates beyond the reach of the pull wire, the pull wire may retract out of the ddt allowing the embolization coil to detach. The root cause of resistance could not be determine. Further evaluation revealed bends along the length of the pusher assembly¿s distal polymer section. These bends may have occurred due to elongation of the pusher assembly. Evaluation of the second returned ruby coil revealed that the sr wire was fractured. If the device is forcefully retracted against resistance, damage such as this may occur. The root cause of the initial resistance could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2019-00382.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00381.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using ruby coils. During the procedure, the physician successfully placed two ruby coils using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance or retract another ruby coil within the microcatheter. Consequently, the ruby coil unintentionally detached within the microcatheter. The physician was able to pull the ruby coil out of the microcatheter, and then another ruby coil was successfully placed. The physician then again felt resistance and was unable to advance or retract another ruby coil. This ruby coil unintentionally detached within the microcatheter as well, and was removed by pulling the coil out from the proximal end of the microcatheter. The procedure was then completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.